Manufacturer narrative:
The customer's glidescope video baton 2.0 large was returned to verathon for evaluation along with their glidescope core smart cable and glidescope core 15-inch monitor. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's video baton and smart cable to known, good, test verathon equipment, both devices ceased to be recognized when manipulated. Visible corrosion was identified on both hdmi connectors. The camera image quality test was performed and failed for both the video baton and smart cable. The camera image quality test was also performed for the customer's monitor and passed. Upon completion of the evaluation, both the glidescope video baton 2.0 large and glidescope core smart cable were replaced and sent to the customer along with their glidescope core 15-inch monitor. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker and sometimes turn green. They reported that they were able to finish the procedure by "holding the cable a certain way." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.